Event description:
The manufacturer received information alleging patient passed away due to kidney and heart failure. No medical intervention was mentioned by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.